Manufacturer narrative:
Neither device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that the tip of (1) altera threaded rod broke off into the cage during implantation. The cage with the broken tip was left in the patient.